Event description:
This patient with a history of severe pulmonary disease, history of smoking (>5packs of cigarettes), coronary artery disease had a carotid stent placement a year ago. He developed in-stent stenosis, which was asymptomatic but very tight. The patient was prepped and draped in a supine position. The physician made an oblique incision in the left neck. The common, external and internal carotid arteries were exposed. A 5000 units of heparin was given. After 2 minutes, they clamped the respective vessels, opened the common and extended up right through the stent opening it. It was in a plane that they could easily endarterectomize the stent as well as the plaque. They tacked down the intima distal to where the stent lay. They had a good end point. The physician then derided the bed quite effectively, washed it out. There was excellent back fill from the left carotid during clamping. He then closed primarily using 6-0 prolene. At the conclusion, he released the clamps, had an excellent pulse in the internal carotid, no thrill. Total ischemic time was 24 minutes. All the blooding stopped closed the wound in the usual fashion. Dressings were applied. The patient was taken to the recovery room in stable condition.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.